Event description:
Lens would not release from injector. Product did not have patient contact or harm. A different lens was used to complete the procedure. Manufacturer response for tec pre load lens, (brand not provided) (per site reporter): waiting for return kit.